Manufacturer narrative:
This report is filed march 17, 2016.

Event description:
Per the patient's surgeon, the patient underwent a procedure to remove a cholesteatoma in 2006 (specific date not reported). During the procedure, the electrode array was severed and subsequently removed; however, the receiver stimulator was left insitu. On (B)(6) 2016, the receiver stimulator was explanted due to the patient requiring an MRI scan for an un-related health issue. It is unknown whether the patient will be reimplanted with a new device as of the date of this report, march 17, 2016.